Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, phxs1: while inserting shaft into instrument the tip was bent due to not being centered and catching the edge of instrument. A trocar was used to complete the case. Phx5dsg: the grasper upon disassembly in the patient fell off into the patient. It was the end of the case and the grasper was removed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Report is a duplicate of 3005075853-2013-00821, report voided.